Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2026 the patient reported that inaccurate g7 cgm readings led to a ¿critical¿ situation, during which the insulin pump delivered unnecessary insulin. The patient declined to provide additional details regarding the event, including specific cgm or fingerstick blood glucose (fsbg) values, timing, or symptoms, and ended the call before further information could be obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.